Manufacturer narrative:
Initial.

Event description:
It was reported that the user observed no visible drops during a supply change and noticed the pump displayed the supply change as completed while the cartridge was not fully locked into place, resulting in an improper connection and no infusion; the user was using fiasp and stopped after approximately 30 units when no drops were seen. Symptoms included no reported adverse clinical effects. Outcomes included no alarms, no alerts, no loss of therapy requiring medical intervention, and no hospitalization. Investigation included guided troubleshooting and education by customer care, including a repeat supply change with a press-and-hold test, inspection for leaks, rewinding, and correct locking of the cartridge. Investigation of this case revealed that the cartridge had been incompletely seated and not locked flush, consistent with an infusion set or cartridge connection error and user handling issue, which was resolved through proper installation. It was concluded, based on previously established findings for similar reports, that the cause was user technique during setup.